Event description:
It was reported via clinical study that the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient developed a hematoma underlying the incision and general malaise. They were seen in the ER where they were provided transfusions for acute blood loss. The hematoma was felt to be intact and not actively draining, so it was left alone and under close observation. The patient then reported that the hematoma started to drain and was taken back to the or for an I&d procedure. The device remains implanted and the outcome is considered resolved. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 300-30-12 - equinoxe preserve stem 12mm (B)(6). 320-06-46 - glenosphere 46mm (B)(6). 320-15-02 - rs glenoid plate sup aug 10 deg (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6). 322-10-00 - humeral adapter tray, +0 b673642 322-46-00 - 145-deg pe 46mm hum liner +0 (B)(6). A10012 - gps implant kit v2 (B)(6).